Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error of the device due to excessive force used during suture passing.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/24/2025, it was reported by a sales representative via (B)(4) that (qty. 2) of an ar-1249ib fibersnare nitinol guidewire was being used per the technique guide, the suture was retrieved from the tibial tunnel but became detached from the wire. This was tried three times, two of which the same thing happened and the third was successful. This was discovered during the case. Another device was used to complete the case with no patient harm.